Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue damage in this incident appears to be related to patient morphology / pathology and/or user technique/procedural conditions. The reported patient effect of mitral valve injury (tissue damage) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet perforation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds) was advanced to the mitral valve, and grasping was performed. During echocardiogram evaluation, worsening of mr was observed around the anterior clip arm, and a leaflet perforation was suspected. The clip was re-opened and implanted more lateral. A second clip was then implanted in the remaining jet at a2/p2. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.